Event description:
Adverse event(s): "red eyes" (red eye(s)); "itching" (itching); "swollen tear duct" (swelling); "swollen cornea" (corneal edema). Product problem(s): "no information" (no info). A consumer reported that she experienced red, itching eyes with a right swollen tear duct and a swollen cornea while using this product. She stated that she had a similar problem years ago with a different product. She acknowledged that she has not seen a doctor but needs to pick up her new lenses and will ask to be seen then. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 175859f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 175859f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by mail on 06/04/2010 and by phone on 05/25/2010 and 06/04/2010. A completed questionaire has not been received. (B)(4).